Event description:
It was reported that the customer's insulin pump would not rewind even when she presses the act button. The customer was giving herself a bolus but was unsuccessful. The customer stated, she had received a no delivery alarm before and changed the infusion set to resolve the alarm. The customer's blood glucose was 346 mg/dl. Troubleshooting could not be done because, the alarm was already resolved. Advised customer to monitor the insulin pump and check her blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.